Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
A kora 250 dr (not the subject device) and beflex leads were implanted in the patient on (B)(6) 2017. All lead measurement values measured at implant with pacing system analyzer were reportedly fine. On (B)(6) 2017, the atrial pacing threshold was higher than 3v and sensing amplitude was 3.44mv. Lead positions were checked with x-ray, but were reportedly normal. A re-intervention was performed during which : the connection of the atrial lead was checked and was found ok. The atrial lead was connected to a pacing system analyzer and the lead measurements were comparable to the ones at implantation. The kora 250 dr was replaced by the subject device. The electrical measurements done with the subject device placed in pocket were comparable with the pacing system analyzer measurements done just before. On (B)(6) 2017, a pacing threshold elevation to 3,25v during 1,0ms was observed again. Sensing and impedance values did not change.

Manufacturer narrative:
(B)(4).

Event description:
A kora 250 dr (not the subject device) and beflex leads were implanted in the patient on (B)(6) 2017. All lead measurement values measured at implant with pacing system analyzer were reportedly fine. On (B)(6) 2017, the atrial pacing threshold was higher than 3v and sensing amplitude was 3.44mv. Lead positions were checked with x-ray, but were reportedly normal. A re-intervention was performed during which: the connection of the atrial lead was checked and was found ok. The atrial lead was connected to a pacing system analyzer and the lead measurements were comparable to the ones at implantation. The kora 250 dr was replaced by the subject device. The electrical measurements done with the subject device placed in pocket were comparable with the pacing system analyzer measurements done just before. On (B)(6) 2017, a pacing threshold elevation to 3,25v during 1,0ms was observed again. Sensing and impedance values did not change.

Manufacturer narrative:
Preliminary analysis revealed a device/lead connection issue.

Event description:
A kora 250 dr (not the subject device) and beflex leads were implanted in the patient on (B)(6) 2017. All lead measurement values measured at implant with pacing system analyzer were reportedly fine. On (B)(6) 2017, the atrial pacing threshold was higher than 3v and sensing amplitude was 3.44mv. Lead positions were checked with x-ray, but were reportedly normal. A re-intervention was performed during which : the connection of the atrial lead was checked and was found ok. The atrial lead was connected to a pacing system analyzer and the lead measurements were comparable to the ones at implantation. The kora 250 dr was replaced by the subject device. The electrical measurements done with the subject device placed in pocket were comparable with the pacing system analyzer measurements done just before. On (B)(6) 2017, a pacing threshold elevation to 3,25v during 1,0ms was observed again. Sensing and impedance values did not change.